Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). Approximate age of device - 1 year, 1 month and 27 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on that the patient was admitted to the hospital on (B)(6) 2018 with volume overload, and variable pump speed. The patient had an elevated lactate dehydrogenase (ldh) elevated from 242 to 647 u/l with pump speed increase. Echocardiogram did not reveal any device related issues. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. Analysis of the system controller log file that was provided by the account evaluation of the submitted log files appeared to show the system operating as intended and a direct correlation between the device and the patient¿s elevated ldh could not conclusively be determined. The patient¿s system controller log file from the time of the reported event contained approximately 13 days of data, spanning from 03jul2018 11:57:47 to 16jul2018 12:29:08, which captured routine power changes and pi events. Pump speed was increased on 15jul2018 from 5100 rpms to 5300 rpms. Slight increases in pump power and flow were noted at this time, consistent with the speed increases. The device appeared to be operating as expected throughout the log file with pump parameters within normal limits. No unusual events or alarms were captured in the log file. The submitted controller periodic and lvad event and periodic log files also captured the device operating as expected. Per the center¿s study coordinator, the patient¿s baseline ldh runs in the 200s and the patient was diuresed and speed was increased while in the hospital. The speed changes were made prior to the increase in ldh. The patient¿s ldh returned to baseline prior to discharge. The patient is reportedly stable with baseline ldh. Hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had shortness of breath with b-type natriuretic peptide elevated at 1576 and creatinine worsened to 2.5. The patient was found to be in an acute heart failure exacerbation with acute hypoxic respiratory failure. The patient also had leukocytosis on admit with an elevated crp. The patient's oxygen saturation level was in the 80s. The patient was started on a lasix drip. Dobutamine and nitric oxide were added on (B)(6) 2018 after obtaining an echo and right heart catheterization. The patient also received diuril in addition to lasix and vad speed was decreased and a repeat echo was obtained that showed an improvement in the appearance of the right ventricle. Dobutamine and nitric oxide were stopped the following day and the patient reported severe shortness of breath and could not tolerate lying flat. The patient was intubated and a CT of the thorax showed a widely diffuse infiltrative process consistent with ards concerning for interstitial edema or infection. A chest x ray was taken and it showed pulmonary edema. The patient was started on IV cefepime and vancomycin and the patient was placed on bipap. Heart failure symptoms were treated to resolve the respiratory complications. Blood and respiratory cultures were obtained along with a viral panel and all testing came back negative for infection. Infectious disease was consulted and recommended that patient complete a 7-day course of antibiotics. The patient was extubated on (B)(6) 2018 and was placed on a nasal cannula. Respiratory status improved as this was believed to be related to heart failure. The patient completed antibiotics on (B)(6) 2018 and the leukocytosis resolved. On (B)(6) 2018, patient was transitioned to oral lasix and shortness of breath improved. The patient was discharged to home on (B)(6) 2018 with orders to continue lasix.